Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the initial implant procedure, a rise in pacing impedance was observed on the right atrial (ra) lead. Provocative testing was performed, and the high pacing impedance could be reproduced with pocket manipulations. The physician elected not to perform any intervention at this time. The patient was stable and will continue to be monitored.